Event description:
It was reported through radiograph eval that a fracture of the primary patella was identified. The pt was revised in 2009. The surgeon is unaware of any traumatic event experienced by the pt which may have caused this event. The implant has been retained by the hospital/pt and is unavailable for analysis.

Manufacturer narrative:
The implant was retained by the hospital/pt. Therefore, the device was unavailable for analysis. A review of the implant's device history record was performed and it was manufactured to specification.